Event description:
It was reported by the facility contact, "we've had 5 patient's complain of sutures spitting out and having irritation around the incision. Also noticing the wound opening up. "No further information is available at this time.

Manufacturer narrative:
Method: the actual product involved will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4).